Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unspecified spinal surgery. During surgery, the screwdriver tip broke while it was trying to back out screw. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.